Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #489d52. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with the anvil insert, clam arm pivot pin and the anvil half detached of metal anvil. Also, no reload was loaded on the device. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 489d52 / 13glc60, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, echelon linear cutter glc60 were broke after open the instrument. No patient consequences were reported.